Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture thresholds and noise over-sensing. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.